Event description:
It is reported by a physician that he has exchanged approx 15 trilogy acetabular cups due to aseptic loosening.

Manufacturer narrative:
This report will be amended when our investigation is completed.